Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. A visual inspection found the tamper seal removed, top case cracked by tubing guides, battery not charging, right plunger case cracked, and old worn drive train parts. A review of the event history log identified a motor not running error in the history. Functional testing was done using multiple flow and occlusion tests, and was unable to duplicate the reported problem. The root cause of the reported problem was unable to be determined. As a preventative measure, the blue worm gear was updated and the motor assembly was replaced since it was over 8 years old.

Event description:
It was reported that the pump motor was not going the speed it should. No patient injury was reported.